Event description:
Philips received a customer complaint indicating that a v60 ventilator experienced a dim display screen. The issue was discovered during a non-clinical evaluation, and there was no patient involvement or clinical impact associated with the event. A joint technical evaluation performed by the facility's biomedical technician and a philips remote service engineer (rse) confirmed the reported failure mode. The rse determined that the device requires a second-generation liquid crystal display (lcd) upgrade because the first-generation components are obsolete and no longer manufactured. The rse provided the customer with the appropriate part number for the replacement user interface (ui) assembly. Complete physical evaluation and component-level repair remain pending receipt of the ordered parts. Final investigation and disposition are pending.